Event description:
It was reported that positioning difficulties were encountered. The target lesion was located in the iliac artery. An 8 x 80 x 75 epic stent was advanced to treat the lesion. However, it was observed that the stent was not deployed well as it was difficult to visualize under the fluoroscopy. Eventually, the procedure was completed with this device, and no patient complications were reported.